Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report numbers: 1627487-2020-21147, 1627487-2020-21148, 1627487-2020-21149. It was reported that the patient's leads were showing high impedance, causing loss of therapy. Reprogramming was unable to resolve the issue. In turn, surgical intervention may take place to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information revealed that the patient underwent surgical intervention wherein the left l1 lead was explanted. Postoperatively, the patient has effective therapy.